Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on february 8, 2023, that an ultraflex tracheobronchial stent was to be implanted in the esophagus during a three-field radical operation for middle esophageal carcinoma under thoracic laparoscope procedure performed on (B)(6) 2023. The patient anatomy was tortuous. During the procedure, the stent would not release from the delivery system. The stent was removed from the patient partially deployed. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: the device was used past its expiry date.

Manufacturer narrative:
Block b5 has been updated with additional information received on march 6, 2023. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on february 8, 2023, that an ultraflex tracheobronchial stent was to be implanted in the esophagus during a three-field radical operation for middle esophageal carcinoma under thoracic laparoscope procedure performed on (B)(6) 2023. The patient anatomy was tortuous. During the procedure, the stent would not release from the delivery system. The stent was removed from the patient partially deployed. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: the device was used past its expiry date. Additional information received on march 6, 2023. It was reported that the ultraflex tracheobronchial stent was implanted in the left bronchus to treat a stenosis caused by external pressure of the tumor during a stent placement procedure.